Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later on the same day, it was painful, knees swelled up and after unknown latency had problem walking. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose, and indication: unknown). The same day, shortly after injection, the patient's knees swelled up mainly her right knee and it was painful. It was reported that the patient was taken to the hospital next morning. She was given an injection of steroids there. On an unknown date in (B)(6) 2017, after unknown latency the patient had problem walking. She did not engage in activities such as jogging or tennis soon after the injection. There was no fever associated. It was reported that the pain scale was 10, 10 being the highest. It was reported that the patient still had pain in her knees. Corrective treatment: steroids for knees swelled up and painful; not reported for problem walking outcome: unknown for problem walking; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for knees swelled up and painful.

Event description:
This unsolicited case from united states was received on 14-dec-2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and later on the same day, it was painful, knees swelled up and after unknown latency had problem walking. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) for painful and swollen knees. The same day, shortly after injection, the patient's knees swelled up mainly her right knee and it was painful. It was reported that the patient was taken to the hospital next morning. She was given an injection of steroids there. On an unknown date in (B)(6) 2017, after unknown latency the patient had problem walking. She did not engage in activities such as jogging or tennis soon after the injection. There was no fever associated. It was reported that the pain scale was 10, 10 being the highest. It was reported that the patient still had pain in her knees. It was reported that patient's knees were still painful and swollen and had problem walking at first (reason for going to hospital (emergency)). Corrective treatment: steroids for knees swelled up and painful; not reported for problem walking outcome: unknown for problem walking; not recovered for rest of the events seriousness criteria: hospitalization and required intervention for knee swelled up and painful; hospitalization for problem walking a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Additional information was received on 18-jan-2018 from a patient. Seriousness criteria was updated to hospitalization. Indication for suspect drug was added. Clinical course updated. Text amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 18-jan-2018: this case concerns a female patient who received synvisc one and was hospitalized for problem in walking. Based upon the available information, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 14-dec-2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and later on the same day, it was painful, knees swelled up and after unknown latency had problem walking. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) for painful and swollen knees. The same day, shortly after injection, the patient's knees swelled up mainly her right knee and it was painful. It was reported that the patient was taken to the hospital next morning. She was given an injection of steroids there. On an unknown date in (B)(6) 2017, after unknown latency the patient had problem walking. She did not engage in activities such as jogging or tennis soon after the injection. There was no fever associated. It was reported that the pain scale was 10, 10 being the highest. It was reported that the patient still had pain in her knees. It was reported that patient's knees were still painful and swollen and had problem walking at first (reason for going to hospital (emergency)). Corrective treatment: steroids for knees swelled up and painful; not reported for problem walking outcome: unknown for problem walking; not recovered for rest of the events seriousness criteria: hospitalization and required intervention for knee swelled up and painful; hospitalization for problem walking a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 18-jan-2018 from a patient. Seriousness criteria was updated to hospitalization. Indication for suspect drug was added. Clinical course updated. Text amended accordingly additional information was received on 18-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 18-jan-2018: follow up information did not change the previous case assessment. This case concerns a female patient who received synvisc one and was hospitalized for problem in walking. Based upon the available information, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.